Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital with symptoms of heart failure and fatigue. Upon device interrogation, intermittent capture was observed on the rv lead. The patient's symptoms showed improvement when output was increased. The lead was explanted and a new lead was implanted. Patient is stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.